Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 1/4 of the home patient's automated peritoneal dialysis (apd) therapy. Reportedly, hp disconnected the transfer set from the patient line of the homechoice set without pausing therapy. When hp returned the cycler was alarming. In an endeavor to correct the issue, hp reconnected the transfer set to the patient line of the homechoice set. Tsc assisted hp in ending therapy early. Per rn, no patient injury or medical intervention was associated with this incident.